Manufacturer narrative:
(B)(4) additional narrative: 510k: this report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent removal procedure of the implants on (B)(6) 2021, due to postoperatively on (B)(6) 2021, the surgeon found that the blade was inserted incorrectly direction through a nail. It was unknown if the procedure completed successfully. The patient outcome was unknown. Concomitant device reported. Unk - nails: tfna (part# unknown, lot# unknown, qty 1) this complaint involves one (1) device. This report is for one (1) unk - nail head elements: tfna helical blade this is report 1 of 1 for complaint (B)(4). Related product complaint: (B)(4)